Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient experienced inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing. Boston scientific technical services (ts) was consulted and noted that smartpass had been disabled due low signal amplitude in combination with long intervals. Ts discussed that low amplitude allows myopotential oversensing. Ts further discussed troubleshooting and programming options. Review of the x-ray found appropriate electrode insertion. The s-ICD remains in service and no adverse patient effects were reported. The serial number of the device was not provided. Attempts to obtain this information are being made. If additional information is received, the report will be updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient experienced inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing. Boston scientific technical services (ts) was consulted and noted that smartpass had been disabled due low signal amplitude in combination with long intervals. Ts discussed that low amplitude allows myopotential oversensing. Ts further discussed troubleshooting and programming options. Review of the x-ray found appropriate electrode insertion. The s-ICD remains in service and no adverse patient effects were reported. The serial number of the device was not provided. Attempts to obtain this information are being made. Additional information was received that the patient is in continued good health and there have been no additional events. The field representative noted that no further action was taken by the clinic. The serial number of the device remains unknown and attempts to obtain this information have been made. At this time no additional information is available. If additional information becomes available, the report will be updated at that time.